Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2011, for an unknown reason.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Medwatch report 3002806535-2012-00021 was also filed in regards to this event.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative, infection, and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2012-01452 / 1825034-2016-03779 / 3002806535-2016-00761).

Event description:
Patient's legal counsel reported that patient underwent a right hip revision procedure approximately 5 years post-implantation due to pain, infection and adverse reaction to metal debris (armd). During the procedure, the modular head and cup were removed, and a cement spacer was implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.